Event description:
Biomed received "fix-it" ticket from (B)(6): "channel infusion fluids wide open instead of at adjusted rate." Rate was not stated. Pump was stopped and new devices were obtained to complete infusion. The primary and secondary tubing will be included with device (no bag included), set model numbers are unknown. The drug is unknown. No patient harm or medical intervention reported. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.